Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt was getting "software problem: cannot continue: call medtronic: 1_intellis 2_3.6 3_243 4_qf_port." Pt also mentioned recharger antenna had been heating up. Pt had called a manufacturer representative (rep) today; pt tried controller reset with the rep, but reset did not resolve issue. The rep recommended that the pt call the manufacturer. During the call, pt performed a hard reset of the controller to remove the software problem message by taking the li battery out of the controller, plugging the ac power supply into the wall, and putting the li battery back into the controller; pt confirmed the green light was blinking on the controller. Ins charge was at 80% and controller charge was at 60%. Pt attempted to charge the ins and was able to achieve "excellent" charging quality by the end of the call. Pt checked pins in battery compartment; no damage detected. Pt inspected recharger antenna and noticed one of the pins on the plug looked discolored and twisted. The issue was not resolved. Pt also mentioned they have been having to charge their ins more frequently; pt used to have to charge ins every 2 weeks and now they have to charge every couple of days. Patient services specialist explained that settings adjustments could affect charging frequency. Pt mentioned they had recently adjusted settings on ins; pt changed right side setting from "6" to "3" and had changed the left side settings from "7" to "8" after experiencing a bit more pain in the left side.

Manufacturer narrative:
Continuation of d10: product ID: 97755, lot# serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a recharge antenna failure (no device found message). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.